Event description:
Customer reported erroneous differential results were obtained when using the coulter lh 750 hematology analyzer. The test results were not accompanied by instrument generated flags. The test results were determined to be erroneous based on comparison to a manual blood smear differential, which contained blast cells. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
The instrument was within qc specifications with respect to controls and reproducibility. Controls were run once per shift. Controls were run before and after this incident. On (B)(4) 2008, the field service engineer evaluated the analyzer and verified the instruments performance. Raw data analysis was conducted. Root cause based on raw data analysis is that the sample shows a lymphocyte dominant pattern with much smaller. Neutrophil and monocyte populations. Blast flags are based on the abnormal patterns of neutrophil or monocyte populations. The algorithm also checked for abnormality of the lymphocyte population and generated a variant lymph flag for the first rerun of the patient sample. The statistics of the lymphocyte population were within normal range. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4), 2010 of complaints for additional reportable events.